Event description:
A report was received that the patient's ipg was becoming hot during charging. The patient turned the ipg off for a couple weeks but started to feel overstimulation which caused the patient to lose consciousness. The patient reported that after the device was implanted she was experiencing increased headaches, pain and depression which she had been taking medication for. The patient met with a physician and an x ray was performed, which showed the ipg had flipped upside down. The physician suggested that the patient has the ipg replaced.